Event description:
It was reported to st. Jude medical that during follow-up, the device would not communicate. Numerous attempts were made to establish communication but none were successful. An x-ray revealed proper positioning of the device. The decision was made to explant the device.